Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the footswitch kept irrigating even without being pressed during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessory. There was no impact to the patient.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. Furthermore, continuous irrigation is a known functionality of the system. Therefore, the system was functioning as intended. The system was manufactured on september 27, 2014. Based on qa assessment, and a review of the manufacturing record, the product met specifications at the time of release. The system was found to be functioning as intended; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).